Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since the complaint is in relation to a battery with a poor mechanical connection. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing as it could not properly connect to the power ports of test bed controllers or battery chargers. The most likely root cause of (B)(4) inability to properly connect to power ports of battery chargers or controllers can be attributed to a faulty retractable locking mechanism. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's battery had a connection issue; the battery was not able to be connected to neither the battery charger or the controller. The battery was exchanged with no reported patient consequences.